Event description:
On 26th april, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 700. It was stated the paint was chipping from the arm at the junction with the plastic cover and on the ring. The issue was confirmed by photographic evidence, moreover, it was revealed the paint chipping led to rust occurrence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th april, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the the paint was chipping from the arm at the junction with the plastic cover and on the ring. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 26th april, 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 700. It was stated the paint was chipping from the arm at the junction with the plastic cover and on the ring. The issue was confirmed by photographic evidence, moreover, it was revealed the paint chipping led to rust occurrence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with our surgical lights ¿ powerled 700. As it was stated, the paint was chipping from the arm at the junction with the plastic cover and on the ring. The issue was confirmed by photographic evidence, moreover, it was revealed the paint chipping led to rust occurrence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet their specifications due to rust and paint chipping which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of rust and paint peeling on powerled and hled surgical lights, there was one event which led to the serious injury and it was related to paint chipping problem. Comparing the number of claim device to number of sold devices worldwide, we can assume that the failure ratio of the investigated issues related to the rust occurance and paint chipping are moderate. As stated by subject matter expert at manufacturing site, the concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (IFU for powerled 01581 en 09, pages 35-38), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mention in the preventive maintenance to lubricate some parts of device (pwd technical manual 01582 rev. 08, page 254). To prevent any incident the user manual mentions to perform daily inspections in order to detect paint defects, impact marks or other damages (powerled¿s IFU 01581 rev. 9, page 20-22). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the the paint was chipping from the arm at the junction with the plastic cover and on the ring. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.